Event description:
It was reported that during threshold and inhibition testing of the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead was undersensing some r-waves. Threshold and inhibition testing continued and the ICD was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008. (B)(4).